Event description:
Dear FDA: I am out of your mgmt. But I want to report an event of lasik surgery, I dont know whether you will reply to my report or not. But, I want to report this problem. Have accepted a lasik surgery in order to improve my poor eye sight in 2002 in the hospital. Then, a problem appeared: there are two little black dots whose diameter is about 0.05 cm in the white of my left eye. In about 6 years, I haven't taken care of this problem but I take a big care about this problem recently. At first, I thought the black dots will disappear in years. But it has been 6 years until now, the dots are still in the white of my left eye. I think it takes a bad effect on my personal image. However, without the personal image, I have no uncomfortable feeling. Dear FDA, can you tell me: what caused this awful dots? Will the dots disappear in the future? If it will not, what kind of measure can I take to remove the black dots? Thank you. I cannot confirm. But I remember I have used a kind of eye ointment of bausch & lomb, and a kind of eye drops in 2002. Dates of use: 2002.